Event description:
The customer used the device about two hours after eating and taking meds. They obtained a result of 100 mg/dl and then passed out. Emts were called and when they arrived they checked customer's glucose and the level was 50 mg/dl. Customer was given an unknown shot and then taken to the hospital, where they were given food. The device was replaced and requested to be returned for evaluation.